Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After patient returned from travel and plugged in cm he smelled burning coming from the power cord base that was plugged into wall. Cm had no issues, only the power cord. No adverse patient events were reported. Should additional information become available, this file will be updated.